Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient was seen in their heart clinic approximately one month post-their report. The clinic confirmed that there are no lead product performance issues and none of the patient's symptoms are performance-related. As the patient has reported syncopal episodes for over twenty years, sixteen years before any product implant, output to the lead was increased to ensure continued capture. The patient is being further evaluated for the reported seizures by their primary care physician

Event description:
It was reported by the patient that they are having difficulty breathing and it happens at about midnight almost every night. The patient noted that when they sit up in bed, they all of a sudden get hot and either pass out of have a seizure and they took a fall out of the bed and are bruised up. The patient stated that it happens as many as three times a night. The patient also noted that they have a ¿bad¿ lead. The cardiac resynchronization therapy pacemaker (crt-p) and left ventricular (lv) lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: w4tr01 crt-p, implanted (B)(6) 2021.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.